Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc) , it could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the repair center of olympus china, omsc surmised the reported event might be occurred due to accidental failure of the power supply board and the image processing board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the subject device could not displayed the image when it was turned on at the unspecified timing. At that time, also its menu operation buttons on the monitor didn't displayed, but the power indicator on the front panel of the subject device worked. There was no patient injury associated with this report. It was not provided the other detailed information.